Event description:
Broken femoral cutting guide 4/1 #5. Spoke to sales rep on (B)(4) 2011. Cutting guide severed in half from hitting it too hard.

Manufacturer narrative:
A document review of the lot 097368 ((B)(4)) was performed and no particular issues were found. One similar events was reported concerning this lot (MFR report #: 3005180920-2010-00040). The crack is thought to be associated to an improper use: hammer hits were probably done by the surgeon in order to assure a close contact between the cutting guide and the distal cut. Repeated hammer hits could have weakened the instrument, leading to this crack; the fact is confirmed by the sales rep. On the basis of medacta's risk analysis, the failure mode is highly unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case.